Event description:
Boston scientific received information that while the patient was at home following the implant procedure, the patient developed chest pain and shortness of breath. A chest x-ray revealed a possible perforation of this right ventricular (rv) lead, and testing revealed an increase of threshold measurements in the rv. In the electrophysiology lab, a revision procedure was done. The helix could not be retracted, but the lead came out of the heart with no force and was explanted. No ventricular lead was implanted. The pacemaker was programmed to aai, and the rv port was plugged. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. During visual inspection, separation was noted between the tip anode ring and the neck insulation. Medical adhesive was noted on the insulation. The helix was stretched and bent. Blood and body fluid were noted in the helix housing. Tissue was noted to be entwined at the base of the helix. The lead passed the stylet insertion and continuity tests, but did not pass the hipot test. The hipot test failed at the tip anode ring/neck insulation separation spot. Also, the pressure test was not performed as it would fail at that spot. In conclusion, laboratory testing was not able to confirm the heart perforation and increase in threshold measurements, but the helix issue was confirmed.